Event description:
Event description guidant received information that the patient was getting inhibition of pacing with muscle stimulation from both of these unipolar leads. The pacemaker was on an advisory.